Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) that a fluid leak occurred during the pd patient¿s treatment. Prior to discovery of the fluid leak, it was reported that multiple m31 air detected in cassette alarms had occurred. The patient was in fill 1 of 5 when they contacted ts for assistance. While on the phone with ts, the cycler door was opened to remove the cassette. At this time, fluid was observed inside the cassette door and the outside of the cassette was wet. The ts representative advised to discontinue use of the cycler and inform the patient¿s pd registered nurse (pdrn). A replacement cycler was issued to the patient. It is unknown if the patient was able to complete their treatment. Upon follow-up, it was learned that the patient¿s pdrn was not notified of the event. However, through additional follow-up the pdrn was able to confirm the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported fluid leak event. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement without further issues. The pdrn stated the cycler set was discarded and not available to be returned. Through multiple follow-up attempts, no additional information pertaining to the reported fluid leak event could be obtained.